Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system was returned for investigation. -the returned device was assembled with a new ar-6411 and ar-6421 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages and no audible alarms were triggered. - it was noted during the test that the pump motor/rotating parts made a loud noise when running. - a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. -during functional testing with the trident device, it was noted that every time the pressure was increased, the pump roller started moving to reach the desired pressure and then stopped once it reached it. -the pump inflow rollers operated at a speed higher than usual, which was excessively fast for a high configuration. -during the test, it was noted that the pump motor and its rotating parts made a loud noise when running. - the review of complaint records for serial number n11316d17 shows that the device has one previous complaint. - visual evaluation showed signs of wear in the pump housing close to the latch door and signs of rust/oxidation. -the original warranty seal was present and completed. -the manufacturing date of the device is 2017-04. -the most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. -complaint is confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems-06019724 that an ar-6480 pump is running too fast. This was discovered during a procedure with no patient harm.